Event description:
Customer reports two infusors containing morphine hydrochloride and bupivacaine hydrochloride with a total volume of 40ml overinfused during pt use. No further details provided. No adverse clinical reaction reported.